Event description:
Device issue: separated guide wire tip. Time of device issue: during the procedure. Adverse event: separated guide wire tip remains in the pt's anatomy. It was reported that the guide wire was being used to place a pacemaker lead in the coronary sinus. The guide wire tip separated and remained in the pt's anatomy. There were no attempts made to retrieve the tip. Additional event and pt info was requested, but not available.

Manufacturer narrative:
(B)(4). Eval summary: in this case, the remaining proximal portion of the guide wire was not returned for analysis which may have aided in evaluating the fracture surfaces of the separation to determine the type of separation that occurred. However, a guide wire separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued would require the tip to be trapped, possibly within another device or in the anatomy in order to create the required forces to damage the wire as described. There was no definite indication in the case description to what may have caused the wire to become trapped; however, pt anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the guide wire in a trapped state may have caused the reported tip separation. The product instructions for use states: "do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." No damage to the guide wire tip was reported prior to use, which would indicate that the damage was likely not pre-existing. The guide wire was not returned which may have aided in the eval. Reportedly, the guide wire was being used to place a pacemaker lead. It should be noted that the whisper instructions for use indication for use states: "all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta)." In this case, it could not be determined if using the guide wire to place a pacemaker lead contributed to the reported separation. In this case, there were no attempts made to retrieve the separated portion of the wire and the tip was reported to remain in the pt as a result of the separation. Overall, the reported tip separation and the wire tip remaining in the pt are most likely related to operational context and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.